Event description:
During a ventricular tachycardia ablation procedure using a therapy cool path ablation catheter, a pericardial effusion occurred. A tendril pacing lead was placed in the right ventricle, a non-sjm catheter was placed in the apex of the right ventricle, and a therapy cool path ablation catheter was placed via a retrograde approach into the left ventricle. During mapping and prior to ablation, the patient complained of chest pain and an echocardiogram was performed, which revealed a pericardial effusion of unk origin. The procedure was aborted and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.